Event description:
A surgeon reported a patient with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. The patient has been referred to a retinal specialist. The surgeon reported this patient's surgery was performed in a different operating room due to the patient requiring additional anesthesia for the procedure. The surgeon is unsure what the cause of the tass could be. Additional information was received that the surgeon is relating this event to patient non-compliance postoperatively and the procedure being performed in a non-eye surgical room. Additional information has been requested. There are four medical device reports associated with this event. This report is for the viscoelastic.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/09/2012 and 02/20/2012 by phone, fax, and mail. Additional information was received in a follow up phone call on 02/20/2012. A completed questionnaire has not been received. (B)(4).